Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2010. During the procedure, after fifteen minutes of successful morcellation, the blade would not extend when the surgeon pressed the handle. A different type of handpiece was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.